Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine pacemaker check. Upon review, the right ventricular lead exhibited some oversensing. Technical services was contacted but no changes were made. The patient was stable with no concerns.